Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead system exhibited recurrent high, out of range (oor), shock lead impedance (sli) measurements as detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed possible causes of the observation. Troubleshooting options were also suggested. Additional information received that the patient underwent a revision procedure where the system was repaired. It was found that the set screw on the distal pin was disconnected from the header. The issue was resolved by reconnecting the device and lead. The system remains in service. No additional adverse patient effects were reported.